Event description:
Complainant alleged that during biomed testing, the semi-automatic device powered on in manual mode and was unable to enter AED mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for eval, and this complaint is still under investigation.